Event description:
The customer reported a failure to acquire a 12 lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer a failure to acquire a 12 lead ECG. There was no negative patient impact. A philips field service engineer went onsite to evaluate the device. The reported symptom could not be duplicated with a simulator. On the simulator the 12 lead was acquired with no issue. The device passed all verification testing. The device remains at the customer site for use. We are unable to determine the cause of the reported issue because it could not be reproduced.